Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, the device was able to fire but the staples did not form a b shape correctly. Another reload was used to complete the case. There was no patient injury.